Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2013; 457445 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was suddenly slightly elevated threshold. The issue was noted to be related to the lv (left ventricular) lead, and it resolved without sequelae with the lead remaining in use. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.